Manufacturer narrative:
Balt USA reference #(B)(4) based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore a review of the lot history records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "- double microcatheters were selected for this procedure. - the deployment of first coil (axium) was completed as framing purpose through the first microcatheter. - the deployment of second coil (optima) was completed through the second microcatheter as framing purpose but the detachment was failed with green/red light on the indicator despite attempts with four xcel over one hour. - after detaching the first coil (axium), two coils (optima) were detached through the first microcather as filling purpose. - in the end, for the coil that didn't detach, they applied force to create a stretch and sutured the stretched implant at femoral artery to prevent thrombosis. "